Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to eri, insulation abrasion on the rv leads was observed. Physician was not sure if it was caused by plasma blade. The leads were tested fine before the procedure. Patient is pacer dependent. After maneuvering the leads, low lead impedance was observed. Leads were capped and replaced during procedure on (B)(6) 2016. There were no adverse consequences to the patient. Patient was fine post-procedure.